Event description:
Feeding pump was set to infuse at 50 ml per hour. The volume to be infused was 250 ml. An hour and a half later 400 ml had infused. The feeding was stopped and new pump was obtained.